Event description:
It was reported the patient had her implantable neurostimulator (ins) placed and was able to start walking again and regain use of her arms and hands. However, it got to a point where her ¿body was rejecting the device.¿ it was stated the doctor implanted the device in her stomach and it ¿blew out¿ so they were put back in and out about five times. By ¿blew out¿ the patient clarified the devices ¿came out of her¿ and she was ¿hemorrhaging to death.¿ the patient told her doctor she did not want the device in her stomach. The patient was sent to the hospital, but because there was a relief from the pain, she wanted the device put back into her, except this time in her back. Slowly she was then able to walk without a wheelchair, crutch, or brace. Reportedly the patient was small and the devices started to ¿hurt her¿, the one in her neck was bothering her and the one in her lower back was removed and ¿some of the wires were bothering her,¿ so everything came out. The patient did not have another ins replaced and only experienced pain from the scar tissue on her right side where the batteries were. The patient went on to have a pain pump implanted and had a full recovery. Reference reg report # 3007566237-2013-02730.

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated that this report involved the device ¿in her neck¿ and not the device that had been in the patient¿s stomach. See MFR. Report # 3007566237-2013-02730 for information about the device that had been in the patient¿s stomach. Additional information received reported that the implantable neurostimulator was placed for the patient¿s neck pain in 1995. It was noted that the leads for her back pain were bothersome and were removed, and all device components were removed about five years ago. It was reported that overall, the devices helped with the patient¿s pain, but they pushed out of her skin. It was noted that the patient¿s body recovered and fully healed from the explanted devices.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).